Event description:
Report received of a patient being oversedated due to operator error in programming the device. The pump was programmed with a concentration of 0.1mg/dl of dilaudid and not the intended concentration of 1mg/ml. The remainder of the pump settings were not specified. This resulted in the patient receiving more medication than intended. The patient was described as "lethargic". The patient's physician was notified. The pca dilaudid was discontinued and an order for prn IV push pain medication was given. The patient did not require any medical interventions and did not experience any adverse sequelae. The pump was not isolated at the time of the event and remained in clinical service. Though requested, there is no further information available.